Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed sevaldsen k, schnell husby o, lian øb, farran km, schnell husby v. Is the french paradox cementing philosophy superior to the standard cementing? A randomized controlled radiostereometric trial and comparative analysis. Bone joint j. 2022 jan;104-b(1):19-26. Doi: 10.1302/0301-620x.104b1.bjj-2021-0325.r2. Pmid: 34969272; pmcid: pmc8779947. Objective and methods: the purpose of this study was to compare the radiographically identified migration of 48 highly polished corail stems cemented with force-closed design by standard and line-to- line cementing implanted between april 2013 and june 2015 to investigate whether differences in early migration of the stems occur in a clinical study. All thas included a cemented corail stem, a biolox ceramic femoral head, and a cemented depuy marathon all-poly cup. The cement utilized in all thas was a competitor product. The patients received serial radiographic follow-up at 3, 12, and 24 months. There were no adverse events, complications, or revisions during the follow-up. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy corail femoral stem adverse event(s) and provided interventions associated with depuy devices: an unknown number of stem migrations were identified on serial radiographs. No treatment was provided and there were no harms associated with the subsidence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.